Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated they were able to clear the alarm and were able to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.